Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u61. Physio observed that pin 23 of ic chip u61 had a 44 ohm short to ground, and that pin 25 of ic chip u61 had a 61 ohm short to ground. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would constantly cycle power by itself and not complete the boot-up process. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device would boot-up; however, the device would not advance beyond the initial boot-up screen and was locked up and unresponsive. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.